Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9074746. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-03-15. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: it was reported that site has been experiencing elevated potassium levels and well as seeing layer of red cells on top of the gel. Elevated potassium happening in 20-30 % of patients no patient identifiers given, but samples predominantly males ,no redraws the layer of red cells are on top of the gel after centrifugation. States that this has been happening for a while, and they have ruled out the instrument and draw technique. Site is reporting that they no longer have rbcs in or above gel. They are also running tests sooner. They made changes in their process after reviewing the troubleshooting k+ guide. Phlebotomists are no longer having patients make fist and are watching tourniquet time. They have also changed the time and speed of their centrifuge. Issue appears to be resolved at this point with only occasional elevated k+.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for one of the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Additionally, bd was unable to determine the specific lot number associated with the other reported incidents of this complaint. Therefore, a review of the device history record could not be conducted. Bd technical services provided troubleshooting with the customer. H3 other text : see h.10

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: it was reported that site has been experiencing elevated potassium levels and well as seeing layer of red cells on top of the gel. Elevated potassium happening in (B)(4) of patients no patient identifiers given, but samples predominantly males ,no redraws the layer of red cells are on top of the gel after centrifugation. States that this has been happening for a while, and they have ruled out the instrument and draw technique. Site is reporting that they no longer have rbcs in or above gel. They are also running tests sooner. They made changes in their process after reviewing the trobleshooting k+ guide. Phlebotomists are no longer having patients make fist and are watching rourniquet time. They have also changed the time and speed of their centrifuge. Issue appears to be resolved at this point with only occasional elevated k+.